Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included postpartum depression in 2006, augmentation mammoplasty in 2009 and rhinoplasty in 2009. Concurrent conditions included migraine since 2010 and anxiety since 2010. Concomitant products included duloxetine hydrochloride (cymbalta) and lisdexamfetamine mesilate (vyvanse) for bipolar disorder and add, anabolic steroids for nickel sensitivity, rash and red blotches, fentanyl from (B)(6) 2010 to (B)(6) 2011 for pain, leg pain and back pain, cream e45 for rash and red blotches as well as aripiprazole (abilify) since 2011, carisoprodol (soma) from (B)(6) 2010 to (B)(6) 2011 and clonazepam since 2010. In 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel/ nickel allergy"), bipolar disorder ("psychological or psychiatric problems condition: bipolar"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: add"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue"), rash ("rashes or skin conditions type: rashes"), rash macular ("rashes or skin conditions type: red blotches on my legs") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("extreme leg pain") and back pain ("back pain"). On (B)(6) 2010, the patient had essure inserted. The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, allergy to metals, bipolar disorder, attention deficit/hyperactivity disorder, bladder disorder, urinary tract disorder, nausea, fatigue and dyspareunia outcome was unknown and the pain in extremity, back pain, rash and rash macular was resolving. The reporter considered allergy to metals, attention deficit/hyperactivity disorder, back pain, bipolar disorder, bladder disorder, dyspareunia, fatigue, nausea, pain in extremity, pelvic pain, rash, rash macular and urinary tract disorder to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added and reporter information updated. Plaintiff demography added. Events added from pfs- extreme leg pain, back pain, nickel allergy, bipolar disorder, add, bladder problem, urinary disorder, nausea, fatigue, rashes, red blotches on my legs, dyspareunia, she did not undergo confirmation test. Historical condition, concomitant disease, concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included augmentation mammoplasty in 2009, rhinoplasty in 2009 and postpartum depression in 2006. Previously administered products included for birth control: oral contraceptive . Concurrent conditions included migraine since 2010 and anxiety since 2010. Concomitant products included duloxetine hydrochloride (cymbalta) and lisdexamfetamine mesilate (vyvanse) for bipolar disorder and add, anabolic steroids for nickel sensitivity, rash and red blotches, fentanyl from on (B)(6) 2010 to on (B)(6) 2011 for pain, leg pain and back pain, paraffin soft; paraffin, liquid; wool fat (cream e45) for rash and red blotches as well as aripiprazole (abilify) since 2011, carisoprodol (soma) from on (B)(6) 2010 to on (B)(6) 2011 and clonazepam since 2010. In 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel/ nickel allergy/allergic or hypersensitivity reaction/nickel allergy"), bipolar disorder ("psychological or psychiatric problems condition: bipolar"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: add"), bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), nausea ("nausea/nausea"), fatigue ("fatigue/fatigue"), rash ("rashes or skin conditions type: rashes/rashes or skin conditions type: rashes"), rash macular ("rashes or skin conditions type: red blotches on my legs/ashes or skin conditions type: red blotches on my legs") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("extreme leg pain") and back pain ("back pain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced spinal pain ("extreme spinal pain"), neck pain ("cervical pain"), paraesthesia ("tingling sensation") and dyspnoea ("breathing problems"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, allergy to metals, bipolar disorder, attention deficit/hyperactivity disorder, bladder disorder, urinary tract disorder, nausea, fatigue, dyspareunia, spinal pain, neck pain, paraesthesia and dyspnoea outcome was unknown and the pain in extremity, back pain, rash and rash macular was resolving. The reporter considered allergy to metals, attention deficit/hyperactivity disorder, back pain, bipolar disorder, bladder disorder, dyspareunia, dyspnoea, fatigue, nausea, neck pain, pain in extremity, paraesthesia, pelvic pain, rash, rash macular, spinal pain and urinary tract disorder to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media received. New events extreme spinal pain, cervical pain, tingling sensation, breathing problems was added. Historical drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.